Manufacturer narrative:
Concomitant medical products: patient medications include nadolol, venlafaxine, omeprazole, aspirin, and minoxidil. (B)(4)

Event description:
On (B)(6), 2013, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. It was reported the patient had calcification in the proximal neck with a large reverse taper, and the rlt311415 was deployed low in the proximal neck with the pla320400 implanted for proximal extension. There was no report of endoleak at the end of the procedure. On (B)(6), 2015, follow up imaging identified a proximal type I endoleak on the pla320400 with less than 5 mm aneurysm enlargement. It was reported the pla320400 lacked complete wall apposition due to the calcification in the proximal neck, causing the proximal type I endoleak. On (B)(6), 2015, an additional procedure was performed whereby an aortic extender component was implanted for proximal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.